Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be in spec in relation to the reported symptom, which was unable to be reproduced. Improper keypad function was unable to be confirmed but due to invasive testing, the keypad was replaced.

Event description:
It was reported that a spectrum pump's keypad was not functioning properly. It was also reported that there was no pt injury.